Event description:
The dealer reported that the unit was loud, shaking and shuts down. After I contacted the customer via phone today, the customer is reporting the unit has a red light and alarms customer first received (B)(6), 2014 and tried several times and then went into the hospital for awhile and then tried again with same result.